Manufacturer narrative:
E1: the name of the initial reporter is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the aic charging issue was due to a defective power supply. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced battery charging issues. During preventative maintenance, it was discovered that the charging current toggled between different, even negative values. It was noted that the aic was plugged into to the ac. No patient involvement.